Manufacturer narrative:
Date sent: 3/19/2009. Eval summary: the hand piece was returned with the nose cone cracked and a loose mount. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for activation issues. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device wouldn't pass pre run testing with a disposable. The device was taken apart and reassembled and the problem remained. No reported pt consequence.